Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Additionally, the customer was using cold insulin in the pump. The customer was educated on the proper load technique. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer resolved the issue by acknowledging alarm, bolusing, and resuming insulin.